Event description:
The pump was returned for investigation. Investigation revealed a discolored and dim display screen. Investigation revealed a torn keypad from the down arrow keypad button to the ok keypad button. Contamination was also found under the button key contacts. The battery compartment was also found to be cracked from the threads to the case seal. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: investigation revealed a discolored and dim display screen. Investigation revealed a torn keypad from the down arrow keypad button to the ok keypad button. The keypad button symbols were found to be worn. The keypad buttons were found to be responsive to user input. The keypad cover was removed and contamination was also found under the button key contacts. The battery compartment was also found to be cracked from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).